Event description:
Caller reported that the cartridge was not fitting properly on the pump, which caused a significant impact on the customer¿s blood glucose level, reaching 675 mg/dl. The customer administered a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. Technical support instructed the caller to inspect and clean the pneumatic tap area and to remove any o-ring obstructing the cartridge. Eventually, the customer managed to install a cartridge successfully and confirmed that no further assistance was needed. The case was subsequently closed by customer support.